Event description:
Customer cited high readings when compared to a laboratory comparison. Customer reported testing at home and obtained a high reading which was followed by a hypoglycemic event. Upon arrival at the hosp, a low reading was obtained which corresponded to customer's symptoms. When the alleged results were plotted onto a grid, they fell into the "e" zone which is considered clinically significant. The customer is on constant kidney dialysis which is known to cause significant variations in hematocrit levels which can affect glucose results. There is no report of serious injury or death.